Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that this patient received an inappropriate shock due to a sinus tachycardia with p wave oversensing and possible aberrant conduction. The patient was swimming at the time of the inappropriate shock delivery. The patient was instructed to follow up with the implanting/following physician to evaluate the system. No adverse patient effects were reported.